Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver instrument became bent and would not rotate. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality found. The instrument shaft was bent, but the customer was able to remove the instrument from the trocar. No port incision was enlarged. No arcing was observed. The instrument did not move in a non-intuitive or unexpected way. The customer confirmed that no fragment fell inside of the patient. The procedure was completed robotically with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the wristed needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Failure analysis found the primary finding of gear molded roll output broken to be related to the customer reported complaint. The instrument was found to have the gear molded roll output broken in one place at the base closest to the main tube. The break caused the instrument to not rotate. A piece measuring proximately 0.139" x 0.218" was not returned with the instrument. The root cause of broken gear molded roll output is typically attributed to the user mishandling/misuse. Additional observation related to the customer reported complaint was that the instrument exhibited unintuitive motion (moved in the wrong direction, functional test failed). The complaint regarding bent and would not rotate was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed that the instrument exhibited unintuitive motion (moved in the wrong direction). Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.